Event description:
It has been reported to philips that, the system was unable to boot-up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on-site and identified via log file analysis that the x-ray pc did not work. The system was tested and all test passed, the system is working as intended. The issue was most probably caused by a high temperature in the technical room. Philips is monitoring the system. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The room temperature was then checked and noted to be high (25.5 degrees). The fse informed the customer that the technical room needs to be 20 degrees for machine stability and recommended separate air conditioning for the control room. The system was left in good working order and the issue did not reoccur. The codes were updated based on the investigation outcome.